Event description:
It is reported that the pt is presenting with pain and swelling.

Manufacturer narrative:
Evaluation summary: pt info and/or x-rays are unavailable. Without additional info, a definite cause cannot be determined at this time. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.